Event description:
Paramedics responded to a trauma pt from a motor vehicle accident. The device was connected to the pt with ECG electrodes for cardiac monitoring and the device powered on, but, according to the reporter, the device would not display the pt's ECG. The device was swapped out for another at the scene and no adverse affects to the pt were reported as a result of the alleged malfunction.